Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the procedure to extract the organ in a gynecological surgery, the bag broke when pulling it out of the opening. They used another device to finish the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device was returned with metal ring fully deployed. Specimen pouch was not returned with the device. Shaft of device was free dents, deformation or other abnormalities. Specimen pouch tubing on metal ring was pushed to the proximal end. Shrink wrap tubing joining metal ring was intact and undeformed. Purse string was intact. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.